Manufacturer narrative:
The device remains implanted. The batteries have been received on (B)(4) 2014 and are awaiting further evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported from italy that the controller changed to the second battery when the first battery had greater than 25% capacity still remaining. No alarms were triggered at the time of the event. There is no reported consequence or impact to the patient for this event. It was further reported that controller logs are not available. No additional information was provided.